Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was reported that the pump had been ¿flipping all over the place¿ and catheter had become occluded. A surgery was performed to replace the catheter and tack down the pump; however, it was indicated that the catheter could not be removed. A few weeks prior to report, the patient had an MRI where a granuloma was found on the tip of the new catheter around the spinal cord. It was reported that the patient would undergo surgery on the (B)(6). Reportedly, the patient had not been told about the potential of a granuloma before he had been implanted with his first pump. The device system was used to deliver bupivacaine and dilaudid. The next day, it was reported that the patient had two mris since the new pump had been implanted.